Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-04461. It was reported that the patient presented into clinic with an eroded device. Upon investigation, an infection of the device and right ventricular (rv) lead were observed. Antibiotics were prescribed to the patient and blood cultures were performed, but did not reveal any abnormalities. Additionally, during the revision procedure, the device was observed to be in backup (bvvi) mode. As a result, the device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.